Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple intermittent inaccurate fill estimates. There was no reported impact to the customer's blood glucose level. After reloading the cartridge, customer has been able to receive an accurate fill estimate and resume insulin delivery.